Manufacturer narrative:
Unfortunately, the pt expired. The manufacturer is attempting to obtain additional info about the pt's death and acquire the explanted device for further eval. No further info is available at this time.

Event description:
The pt was implanted with a vented electric left ventricular assist device (lvau). It was reported by the chief perfusionist that the pt was experiencing a decrease in pump rate to 50 while in auto mode despite stroke volumes ranging from 77 to 83. The pt was reported to be hypoperfused on dialysis. An echo performed revealed inflow valve regurgitation.